Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ent procedure, the evac coblator ii wand was overheated and smoke was visible. The procedure was successfully completed without delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of package, no packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma. During testing the device did not produce smoke and there was no observed overheating. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).